Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suturecut needle driver was observed to have a wire stuck or broken. The large suturecut was taken out of the patient's body. There was no loose or missing pieces. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the large sutuercut needle driver be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.